Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.